Event description:
Staples failed to form when fired by the surgeon. The entire captridge failed and none of the staples formed. The surgeon used a traditional suture to tie off the tissue before ligating. The endo gia 30 3.5 equipment was discarded after the laparoscopic vaginal hysterectomy surgery.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.